Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level ranging between 300-400mg/dl. A correction bolus via the pump was delivered, a manual injection was administered, and an infusion set site change was performed to address the bg level.